Manufacturer narrative:
Other text: manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log identified indications of bolus tests performed in the history. The reported problem was not duplicated; and therefore, the root cause could not be determined. Another problem of fluid ingression in the base of the pump was found during visual inspection of the returned pump. Additional information d5 operator of device. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h6 patient codes.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-10.35%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed signs of fluid ingression at the base of the pump. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of -/+ 6%. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the issue was found during testing, there was no patient involvement.